Manufacturer narrative:
The device was returned and customer allegation was confirmed. No image was produced due to faulty charge-coupled device. The device failed the leak test due to pin hole on the cable. The device outer cover had scratches and discoloration. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head did not display image during a diagnostic procedure. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to faulty charge coupled device (ccd). The cause of why the ccd was faulty could not be identified. Olympus will continue to monitor field performance for this device.